Event description:
As reported for this event by the customer, during a therapeutic thyroidectomy, the ptfe pad (teflon pad) was partially peeled form the upper-jaw of the device. No piece of the teflon pad broke off. The procedure was completed with a new device. There was no harm or adverse impact to the patient. The settings at the time of the event were seal and cut mode 1. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Full name of the facility is the (B)(6) hospital. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Particular areas of review are inspection of high frequency output and appearance. Device evaluation confirmed that the teflon pad (tissue pad) of the device was worn and partially peeled back. Based on the physical investigation result, the exact cause of the event cannot be exclusively identified. However, from the past investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. The tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The instructions for use includes the following statements that warn against the issue: do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.